Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2458 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was discovered 3cm from zero, external to the patient. No reported patient injury.